Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited foggy image due to charged coupled device (ccd) unit. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the foggy image was likely due to damage in the charged coupled device, however a definitive root cause could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.